Event description:
It was reported that occlusion alarms occurred. The report did not indicate any adverse impact on the customer's blood glucose level. The customer declined further follow-up from technical support and is currently out of warranty but is in the process of renewal. No additional information regarding corrective actions was obtained.